Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the customer reported "occlusion message" was not reproduced as neither upstream or downstream occlusion alarms occurred. A review of the event history log revealed both upstream and downstream occlusion messages which verifies the reported issue. No component issue was identified in relation to upstream occlusion alarms however the force sensor calibration values were found out of range which is a potential cause for false downstream occlusion alarms. The force sensor requires calibration to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance, displayed occlusion message. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.